Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and the evaluation results. One 9 fr ik device was returned for evaluation and decontaminated. After decontamination, the returned device was subjected to visual analysis. The dilator was not returned with the sheath. Gross analysis of the sheath found no anomalies. No kink was found in the sheath. The hub of the sheath was inspected. The valve was found dislodged along the side of the hub. Flushing the sheath demonstrated leakage from the hub due to the dislodged valve. There was no further analysis that could be performed of the valve. Based on the returned device, the complaint could be confirmed for valve dislodgement. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Reported device is not an implantable device the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while flushing the sheath on the table prior to the procedure, the tubing appeared to have a leak. The device was not used on the patient. There was no reported blood loss. It was reported that the patient is fine. The reported sheath has no effect on the procedure outcome.